Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the attachment of the cover to the scope being insufficient. Subsequently, the cover was easy to come off the scope. The suggested event is detectable and preventable by handling scope in accordance with the following instructions for use (IFU): operation manual states the detection way at chapter 4 - 4.1. Operation manual states the preventive measures at chapter 3 - 3.5. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the distal end cover of the duodenovideoscope fell off during an unspecified therapeutic procedure. The customer additionally reported that the cap was incorrectly installed and was then reattached, the cap fell off in the patient and was coughed up later. There was no patient harm associated with the event. This report is related to linked patient identifier (B)(6).